Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error c-33 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on the integrated electrosurgical unit (iesu) or erbe generator and was unable to utilize monopolar energy. The customer connected a third-party generator to continue the case. The customer noted that they observed a c-33 error. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer completed the case with the coviden generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and found that the reported issue could not be confirmed in system log review as no errors were found. During testing, the erbe unit generated error code c-33 at startup. Review of the erbe log also identified error c-00. Visual inspection confirmed the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.